Event description:
It was reported to siemens that at the completion of an mr exam, the pt was to be transported to the ICU. Staff brought a ferrous metal transport table into the exam room. The table was immediately attracted to the magnet bore, trapping the patient on the table and causing injury. The extent of the pts injury is unk, however, it was reported that the pt was treated by hospital physician.

Manufacturer narrative:
The operators manual clearly indicates the risks associated with introducing ferrous metals to the exam room. Additionally, siemens notified customer authorities by letter of the precautions and safety measures to be taken when transporting patients. This event occurred in (B)(6): pt (B)(6).